Manufacturer narrative:
The field service representative (fsr) verified that the red alarm level sensor rubber tip was worn. The fsr replaced the red level sensor and performed release testing. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the red alarm level sensor to function as intended. The red alarm level sensor was attached to a lab use only (luo) level module, a luo central control monitor (ccm) and a luo reservoir. The red alarm level sensor passed all testing within specification.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'level module not attached' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.